Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 20.3 mm, with a length of 30 mm. It was noted that the right iliac artery had an unusually large diameter of 66 mm. Because of renal failure, the stent graft was implanted just below the superior mesenteric artery. No endoleak was noted post-operatively. It was reported that angiography revealed a type ia endoleak proximal to the bifurcate stent graft. The patient will be monitored. No additional clinical sequelae were reported and the patient is stable. The physician commented that since ra was confirmed with the angiography, the rather wide ra might have led to short sealing which would have led to type ia endoleak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An endurant cuff was implanted to resolve a type ia endoleak that had been seen after the index procedure. The stent graft was implanted proximal to the main body. Final angiography showed no change in the endoleak, so additional touch up was carried out, without success. The procedure was completed, and the decision was made to monitor the patient. Several days later, a follow up CT showed a retrograde dissection, and the patient was administered medication for treatment. The patient will be monitored. The physician commented that this case would have been related to wire operation. Stent graft would not have been the direct factor. Since the renal artery was confirmed with the angiography, the rather wide renal artery might have led to short sealing which would have led to type ia endoleak.